Manufacturer narrative:
(B)(4) has adjudicated that the event is a cardiac death. The patient has previous history of coronary artery disease. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx drug eluting stent was implanted in the 1st diagonal. Approximately 17 months post index procedure, patient expired. Cause of death is unknown. Investigator assessed that the event is not related to the study device.

Manufacturer narrative:
Cause of death includes; respiratory failure, cardiomyopathy, complications of chf and bilateral lobar pneumonia. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.